Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu coin battery was evaluated and replaced. The workstation boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.